Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 clip got stuck on the cystic duct (jammed closed). Another instrument was used to complete the case. There was no consequence to the pt.